Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendicitis perforated. Concurrent conditions included abdominal pain (quadrent.), chronic cholecystitis (with cholelithiasis.), morbid obesity, thrombocytopenia and menometrorrhagia. Concomitant products included medroxyprogesterone acetate (provera) for menses irregular. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding vaginal"). The patient was treated with surgery (hysterectomy (full),salpingectomy(bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, dyspareunia and vaginal haemorrhage outcome was unknown. The reporter considered dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she undergo an essure confirmation test ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dyspareunia, dysmenorrhea, pain". Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical record was received events added from pfs- abnormal bleeding menorrhagia, abnormal bleeding vaginal, dyspareunia (painful sexual intercourse) . Reporter information, concomitant disease was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') and pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicitis perforated. Concurrent conditions included abdominal pain (quadrent.), chronic cholecystitis (with cholelithiasis.), morbid obesity, thrombocytopenia and menometrorrhagia. Concomitant products included medroxyprogesterone acetate (provera) for menses irregular. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal"). The patient was treated with surgery (hysterectomy (full),salpingectomy(bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, pelvic pain, dyspareunia, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered dyspareunia, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she undergo an essure confirmation test discrepancy noted: date(s) of insertion: (B)(6) 1905 (as reported) . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dyspareunia, dysmenorrhea, pain". Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Reporter information updated. Event: migration/perforation was newly added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') and pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicitis perforated. Concurrent conditions included abdominal pain (quadrant.), chronic cholecystitis (with cholelithiasis.), morbid obesity, thrombocytopenia and menometrorrhagia. Concomitant products included medroxyprogesterone acetate (provera) for menses irregular. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal"). The patient was treated with surgery (hysterectomy (full),salpingectomy(bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, pelvic pain, dyspareunia, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered dyspareunia, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she undergo an essure confirmation test discrepancy noted: date(s) of insertion: (B)(6) 1905 (as reported). ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dyspareunia, dysmenorrhea, pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.